Event description:
The user facility reported that the involved angio-seal device failed. The angio-seal was used and deployed, and the arterial bled immediately after. The user facility believes that the collagen never deployed or activated. The techs held pressure on the patient. The patient was stable and in good condition. The procedure outcome was great. Additional information was received on 19 jan 2022: the procedure performed was a left heart catheterization (lhc). The estimated blood loss was less than 250cc's. The facility did not see the anchor or collagen once the angio-seal was removed from the patient. There was no test ran to confirm that the anchor and collagen were not left in the patient.

Manufacturer narrative:
Explanted date: device was not explanted. Occupation: cath lab manager. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed since the patient was treated post deployment. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).